Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a blocked auxiliary channel. There were no reports of patient involvement.

Manufacturer narrative:
Correction to d9 date was inadvertently left out. This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the evaluation these additional reportable events were found clogging the air/water channel, auxiliary water supply channel, bending section cover, probe cover, and insertion tube. Although olympus confirmed foreign material within the device, the foreign material was unable to be identified. Based on the investigation results, the probable cause of the foreign material remaining in the device, is due to the leakage occurring at the biopsy channel and the bending section cover. Such events can be detected and prevented by following the instruction for use (IFU). The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.